Event description:
This case was cross reference with case ID: (B)(4) (cluster). This unsolicited case from united states was received on 12-dec-2017 from other non-health care professional this case concerns (B)(6) year old female patient who received treatment with synvisc one and later after one week patient can't bear weight on affected knee; after 6 days knee was painful and sore and knee swollen, also, device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. It was reported that patient has had a previous synvisc-one injection in the left knee on (B)(6) 2015 and (B)(6) 2016 (had no complaints after previous injections). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (expiration date: not reported; lot number: 7rsl021) for osteoarthritis in left knee. On an unknown date in (B)(6) 2017, one week after the injection, patient reported that she can't bear weight on affected knee. On (B)(6) 2017, the patient complained that the knee was still painful, swollen and sore. On (B)(6) 2017, the patient was still having pain but was now able to put weight on the affected knee that had "ups and downs". Corrective treatment: not reported for all. Outcome: recovered for can't bear weight on affected knee; unknown for knee swollen; not recovered for rest. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 12-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty, knee pain and swelling. A temporal relationship can be established with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.